Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2018-00912, 2029214-2018-00913. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, these both coils stuck inside their introducer sheath and implant coil break during removal. The patient was undergoing embolization treatment for a mesenteric artery. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
Both of the implant coils reported in this procedure did not break. The first implant coil was stuck in the introducer sheath and broke as it was being pulled back. The second implant coil did not progress into the introducer sheath, but did not break as initially reported. If information is provided in the future, a supplemental report will be issued.